Event description:
It was reported to philips that the tube and table were not working due to geometry errors on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the control module and joystick and restored the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).